Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm inaccuracy issue which occurred 5 days after sensor insertion into the arm. On (B)(6) 2024, the patient felt tired and shaky. The patient¿s cgm was reading 101 mg/dl, and the bg meter was reading 39 mg/dl. The patient also reported that she could not feel her heartbeat and everything ¿felt slow¿. She called emergency medical service (ems). While waiting for ems, the patient did two more bg meter readings, which were 40 mg/dl and 42 mg/dl. No cgm comparison values were reported at this time. Once ems arrived, the patient was treated with baqsimi (nasal glucagon). After treatment, the patient¿s bg meter reading was 100 mg/dl. Ems left the patient at her home after approximately 45 minutes. The patient was still a ¿little shaky¿ at the time of report. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after ems treated the patient. No additional patient or event information is available.